Event description:
It was reported that after deployment of t1, t2 could not be deployed while the knob was depressed. T1 was removed with handheld instrument. No patient injury or complications were reported.